Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in medical records received that patient underwent a left hip revision procedure approximately 15 months post-implantation due to pain and loosening of the cup. During the procedure, excessive scar tissue was noted. The femoral head and acetabular cup and liner were removed and replaced. Three screws were also implanted.